Event description:
Pt reported that the lancet did not retract back inside of the lancet device, as expected. Pt did not experience an unintentional puncture as a result. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect device and replacement product was shipped.